Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed stuck button. Blood glucose value was unknown at the time of the incident. The customer did not troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The connector on connector board was inspected and properly connected. The insulin pump was received cracked retainer, minor scratched display window, fading serial number label and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.